Manufacturer narrative:
(B)(4). Investigation completed and product evaluated with no defect found on returned meter. Most likely underlying root cause of malfunction:user's test strips had a poor storage(kitchen).

Event description:
Consumer reported complaint for hi blood glucose test results. The customer is concerned with tests results from results obtained of 539, 342, 428, 399, 520 mg/dl and hi. The customer's expected fasting blood glucose test result range is 95 to 125 mg/dl. The customer feels well and did not report any symptoms. Medical attention is not reported as a result of the actual blood glucose results. During the call on (B)(6) 2016 a back to back blood test was performed by the customer fasting and produced test results of 600mg/dl and hi using true result meter. The product is not stored according to specification,customer stores the product in the bathroom. The test strip lot manufacturer's expiration date is 02/28/2019 and open vial date is 08/01/2016 the meter memory was reviewed for previous test result history (date / time not set): (B)(6). Customer advice of the product proper storage environmental conditions. Customer has an impaired vision.

Manufacturer narrative:
(B)(4). Product not return for evaluation yet. Most likely underlying root cause of malfunction: strip issue and user's test strips had a poor storage(kitchen).

Event description:
Consumer reported complaint for hi blood glucose test results. The customer is concerned with tests results from results obtained of 539, 342, 428, 399, 520 mg/dl and hi. The customer's expected fasting blood glucose test result range is 95 to 125 mg/dl. The customer feels well and did not report any symptoms. Medical attention is not reported as a result of the actual blood glucose results. During the call on 08/22/2016 a back to back blood test was performed by the customer fasting and produced test results of 600mg/dl and hi using true result meter. The product is not stored according to specification,customer stores the product in the bathroom. The test strip lot manufacturer's expiration date is 02/28/2019 and open vial date is (B)(6) 2016 the meter memory was reviewed for previous test result history (date / time not set): (B)(6). Customer advice of the product proper storage environmental conditions. Customer has an impaired vision.